Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level which was reached post-explant. Review of the device image indicates there was a false eri alert consistent with device being in auto-capture and high output mode. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed including evaluation under various pulse amplitudes found current within normal range of operation and no evidence of premature depletion detected. Total projected longevity based on field settings is 9.87 years; implant duration is 12.02 years which exceeded projected longevity and it is considered normal battery depletion.

Event description:
During an in clinic follow-up, rapid battery depletion was noted. Premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.